Event description:
It was reported that the patient experienced more pain when the flow of medication was increased. Multiple doctors said the anchor was not the cause of his pain. It was later reported that the patient was still having concerns, and was working with his physician. It was later reported that the cause of the event was normal battery depletion. The patient experienced decreased pain relief, and it was noted there was "excess solution returned." The pump was revised. The patient outcome was reported as recovered without sequelae. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the pump no longer provided relief and hurt the patient¿s spine as the medication traveled down. The patient tried 5 physicians without resolution. The issue began 4 years ago. It was also stated that patient was injured on the left hip. As of the day of the report, the patient was receiving sufenta (sufentanil).